Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that since an unknown date, her humapen (unknown device type). "Was not good to use, the pin was unsteady and wobbly," and she suspected that the injection gauge was inaccurate. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6)-year-old (at the time of initial report) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) from an unknown formulation via reusable humapen (unknown body type), 24-26 units twice a day, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date she was hospitalized to regulate the blood glucose (bg). Since an unknown date the injection pen (humapen unknown body type) was not good to use, the pen was unsteady and wobbly (product complaint number (B)(4)/ lot number unknown), and she suspected that the injection gauge was inaccurate (possible incorrect dose). Information regarding corrective treatment was not provided. Outcome of the event of blood glucose abnormal was recovering (improved) while outcome of the remaining event was not provided. Status of insulin lispro was unknown. The operator of the reusable humapen (unknown body type) device and his/her training status were not provided. The general reusable humapen (unknown body type) device model duration of use and suspect reusable humapen (unknown body type) device duration of use was unknown. The suspect device was not returned to the manufacturer. The initial reporting consumer did not provide relatedness assessment between the events insulin lispro drug and humapen (unknown body type) device. Update 25-oct-2019: this case was considered as non valid due only an hospitalization without an indication was reported. Update 04-nov-2019: additional information was received from the initial reporting consumer on 29-oct-2019 via psp. The case was upgraded from non-valid serious to valid serious upon addition of the serious event of blood glucose abnormal. Added one non-serious event of incorrect dose administered. Added one suspect device. Updated report type and non-valid reason. Added one lab test. Updated narrative with new information. Update 11-nov-2019: information was received on 06-nov-2019 contained pc number. Pc number was processed accordingly and no new information was added to the case. Edit 18nov2019: updated medwatch fields for expedited device reporting. No new information added. Update 21nov2019: additional information received on 21nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information and device return status to not returned to manufacturer for pc (B)(4) with an unknown lot of a humapen (unknown) device. Corresponding fields and narrative updated accordingly.